Event description:
It was reported that the unit would not light up due to an e-1 error. It was further reported that the ballast was replaced and repaired.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.